Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter (model# d134301 lot# 17739114l); smartablate generator (model# unknown serial# unknown) ; 6fr livewire med sweep dec catheter (model# unknown lot# unknown) ; st. Jude medical brk xs 71 cm needle (model# unknown lot# unknown); st. Jude medical 8.5 french sl1 sheath (model# unknown lot# unknown); st. Jude medical agilis s curve sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed and voltage map was created without apparent complications. During right inferior pulmonary vein ablation, contact force readings exceeded 60 grams. Although aware of the force readings, the physician continued ablation. Pvi and cti were successfully ablated without apparent complications. Post-ablation, the patient became hypotensive with a systolic blood pressure of 47 mm hg. Echocardiography revealed a pericardial effusion. Pericardiocentesis was performed and yielded 400 ml of fluid. Blood pressure recovered to 104 mmhg and symptoms resolved. Pericardial drain was left in place. Patient was hemodynamically stabilized and transferred to the ward for an overnight stay for pericardial drain monitoring and repeat echocardiography. Patient has fully recovered. Medical history includes bisoprolol and dabigatran. It was noted that there was significant patient movement secondary to discomfort during ablation. Physician¿s opinion regarding the cause of the adverse event is that it may have resulted from an ablation injury exacerbated by the continuation of dabigatran. If so, the injury may have occurred during ablation phase. Of note, the patient¿s activated clotting time (act) at the beginning of the procedure was 500 seconds, further exacerbating the issue. Site of injury is unknown and the precise mechanism of injury has not been established. Transseptal puncture was performed with a st. Jude medical brk xs 71cm transseptal needle. Sheaths included a st. Jude medical 8.5 french sl1 and a st. Jude medical agilis s curve. Generator was set on power control mode at 25-30 watts. There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min while ablating at 30 watts or less and 30 ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with act likely maintained at greater than 350 seconds. It was noted that the first act was 500 seconds. Visitag settings included respiratory adjustment ¿on¿, stability range 2mm for 5 seconds, force-over-time 30% at 5 grams, force-time integral 300-350 gs. Contact force 5-40 grams with high force indication at 60 grams. There is no information regarding spi value. Smarttouch catheter was not in close proximity with another catheter at time of high force values. Smarttouch catheter was zeroed after the warm up period, just after mapping phase was completed. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.